Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), as well as the submitted image. Although a specific cause for the observed thrombus formation could not be conclusively determined, it could have contributed to the reported decrease in pump flow and low flow alarms confirmed through the submitted log files. (B)(6) was returned assembled with the pump cable severed approximately 2¿¿ from the pump header. A distal portion of the pump cable (including the inline connector) was returned in one segment measuring approximately 20¿¿. The modular cable was returned attached to the pump cable inline connector. The outflow graft had been severed at its hardware and was returned attached to the pump cover outlet port. The outflow graft bend relief had also been severed adjacent to its hardware and was returned detached from the graft hardware. The remainder of the outflow graft and bend relief material was not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of (B)(6), a fixed, pink, ring-shaped, tissue-like thrombus formation was found obstructing the blood flow path at the distal end of the inflow cannula lumen. The structure of the thrombus formation, as well as its adherence to the textured surface suggested that it developed within the distal end of the inflow cannula over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the formation of the thrombus could not be conclusively determined through this evaluation, it obstructed a significant portion of the blood flow path in this location and could have contributed to a decrease in blood flow through the device, resulting in the low flow alarms that were confirmed through the submitted log files. Further examination of the remaining blood-contacting surfaces revealed no evidence of any additional depositions or thrombus formations that would have contributed to a flow or functional issue. Evaluation of the retrieved log files from (B)(6) revealed a decrease in pump flow. This finding appeared consistent with the reported events, the events captured in the submitted log files, the finding of an occlusive, deposition in the inflow extension lumen. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The deposition was removed and (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. The IFU and patient handbook also provide information regarding how to clean and care for the driveline. The IFU states, as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook further instructs the user to keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had not been taking their medication on a regular basis which resulted in a low international normalized ratio. The patient was stable and remained recovering in the ICU.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to recurrent low flow alarms. The pump parameters showed a reduced flow at unchanged speed and regular power. A historical log file review found a downwards trend of flows starting on (B)(6) 2023. The patient admitted they were not compliant to taking their medicine. On (B)(6) 2023, a computed tomography (CT) scan was performed and found no signs of any outflow graft obstruction. Echocardiogram results were not available. The pump speed was increased from 5600 rpm to 6600 rpm, but the flow only slightly increased. The patient was considered for revision surgery due to a suspected inflow obstruction. On (B)(6) 2023, the patient underwent a pump exchange, and an inflow obstruction was confirmed. The patient's flow returned to normal on the new pump.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.